Event description:
It was reported that "used removal driver to take out a screw. Inner thread was not all the way seated into the shank of the screw so the tip broke off."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.